Event description:
The rptr did a back to back (rapid succession) blood glucose test, within ten minutes, using different fingersticks. Results from test were 187, 92, and 132 mg/dl. A control solution test was in range 131 (96-144) mg/dl. Rptr stated that he never cleaned the meter. No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8